Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again, which caller acknowledged and understood.